Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and insulin pump alarmed for motor error after no delivery alarm. Customer was treated with manual injection and declined troubleshoot for high blood glucose. Customer also reported that drive support cap was flush and no delivery was resolved with changing complete set. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.